Event description:
Patient care specialist contacted dexcom technical support on (B)(6) 2014 to report on behalf of patient a missing sensor wire on (B)(6) 2014. Patient care specialist stated that upon removal of the sensor pod, they were unable to locate the sensor wire. At the time of contact, patient care specialist did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The sensor wire was missing from the housing puck. The reported event of a missing sensor wire was confirmed.

Manufacturer narrative:
(B)(4).